Event description:
Reportedly, the following message appears when the subject programmer is switched on and the 'interrogate' button is pressed to launch the interrogation: 'the integrity of the manager is unsure. Please contact your sales representative.' The interrogation and follow-up of the pacemaker could be successfully performed.

Manufacturer narrative:
Analysis showed that the error message observed upon device interrogation could be due to one of the following hypotheses: a temporary manager access issue, for instance due to an unavailable file in the system, as if it was used by another service; a hard disk issue. Upon reception, the subject programmer was tested and an issue with the bios (basic input/output system) was observed (wrong bios configuration), unrelated with the reported issue. The bios was appropriately configured during repair. In addition, no issue was observed on the hard disk as a re-ghost could be properly performed. Analysis concluded that the observed issue was most probably due to a temporary manager access issue.

Event description:
Reportedly, the following message appears when the subject programmer is switched on and the 'interrogate' button is pressed to launch the interrogation: 'the integrity of the manager is unsure. Please contact your sales representative.' The interrogation and follow-up of the pacemaker could be successfully performed.